Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported a burning sensation when placing the programmer antenna on the implant site. Patient reported that the therapy had not been helping their symptoms so they keep changing the programs. Mentioned was that there was a hard fall about a year ago. No further complications were reported. [Please refer to (B)(4) for event pertaining to patient programmer blank screen, could not power up].